Event description:
It is reported that pt underwent total left hip arthroplasty on (B)(6) 2007. It is also reported post op, pt experienced pain and was revised (B)(6) 2011. Preceding or contributing events: motor vehicle accident.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the united states. The MFR did not receive explanted devices. The operation report has been provided. It does not state any peculiarity. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure has lead to the alleged event. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).